Event description:
Our country manager in brazil was notified by a vns treating physician that one of their pt's had died about two months ago. The pt's vns products were not explanted at the time of death so will not be returned for product analysis. The cause of death and relationship to their vns therapy are not known at this time. A death certificate or autopsy are not available. Good faith attempts thus far for further details have been unsuccessful to date. Device malfunction is not suspected.